Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during device interrogation, loss of capture was noted on ra lead. Chest x-ray confirmed dislodgement of ra and rv leads. Patient mentioned about reaching far-off to the left back and feeling a popping sensation four days post elective device upgrade procedure. Patient also did physical activity for prolonged period of time six days post-procedure. Device therapy was turned-off until revision. Both leads were explanted and replaced. The patient tolerated the procedure well and was in stable condition post procedure. The patient was discharged home in stable condition.